Event description:
Attorney's report of pt's alleged pain, infection and explant due to defective mesh.

Manufacturer narrative:
Note: device product code related to the event was reported to be a 10-101, which equivalent to davol product code 0010101. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.